Manufacturer narrative:
Additional information: the complaint allegation is not confirmed as the reported failure is for the returned mating ar-9560-24 univers revers¿ modular glenoid system modular baseplate 24 mm batch number: 15338548 (B)(4) not threading with the unreturned glenosphere screw with unknown part number (B)(4). Refer to record cross references. One unpackaged ar-9561-20s modular 20 mm central screw was received for investigation. The device was received assembled to the device for (B)(4), an ar-9560-24 univers revers¿ modular glenoid system modular baseplate 24 mm batch number: 15338548. Visual evaluation of the returned device noted it was securely attached to the mating device as intended. No problem was found with the assembly of the device. Functional testing was not performed due to the device being securely assembled to the device for (B)(4). Further visual evaluation noted damage to the edges of the threads of the ar-9561-20s modular 20 mm central screw that are intended for compression and ingrowth. The most likely cause for this failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an inverse shoulder prosthesis surgery with mgs the thread of the glenosphere screw did not hold inside the base plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.